Event description:
Customer reported leaking at the male luer lock connection during an infusion. The customer feels this was a user issue by not tightening the male luer lock tight enough and no IV set default occurred. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of set leaking at the male luer could not be confirmed. The set has been discarded by the customer and will not be returned for investigation. The root cause of this failure could not be identified.